Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported does not alarm upstream occlusion which was unable to be reproduce during evaluation. The cause was determined during a physical inspection to be the upstream pusher was out of adjustment. The upstream pusher was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not alarm upstream occlusion. There was no patient involvement. No additional information is available.